Event description:
(B)(4) . Started bleeding after having sex, pain with intercourse, memory problems, prolapse of uterus, bladder, and rectum, nausea, constipation, epigastric pain, gallbladder issues, allergies, weight gain mainly in abdomen area, throat problems, airway problems, chest pain, abdominal bloating,cramping, and pain, headaches, multiple surgeries including removal of right fallopian tube because the essure device was found to be in my uterus, leg/feet numbness and tingling, generalized body aches, chronic fatigue, anxiety, mood swings, hot flashes some of these problems are daily some come and go I currently use prescription medications for my airway problems and epigastric issues, the medication helps but does not solve the issues, I take over the counter allergy medication to help with the itching and allergies issues, my insurance has covered my medical problems including the placement of the device.

Event description:
(B)(4). I had a hysterectomy on (B)(6) 2016 to remove the left fallopian tube and the uterus and repair the prolapse of the bladder and rectum. I had an over night stay in the hospital.